Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer displayed an error code and was unable to interrogate an implantable device. It was further reported that the implantable device had a flipped bit in the model identification of the device. A manual guided reset was not successful. The device was scheduled to be replaced, and the programmer remains in use. No patient complications have been reported as a result of this event.